Event description:
The surgeon was using a ta 90 stapler with the original cartridge. The staple fired correctly. The surgeon needed to transect more tissue. A reload was put on the stapler. The reload fired but did not staple. The surgeon needed to manipulate the tissue into another stapler that was given to the field and this stapler worked satisfactorily.